Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor error. The customer reported that the drive support cap was sticking out. The blood glucose reading was unknown. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer declined a replacement device, and the product was not sent back for analysis.